Event description:
It was reported that the patient had a slow heart rate. The nurse observed several five second pauses in heart rate on the electrocardiogram report. It was also reported that there were small p-waves noted. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Products: 694765 lead, implanted 2003 (B)(6). (B)(4).